Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had no delivery alarms during manual prime. She stated they had changed the infusion set but the alarm happened again. The blood glucose at the time of the incident was 345 mg/dl. During troubleshooting the mother disconnected and reconnected the infusion set and reservoir and was able to prime without a no delivery alarm. The customer's mother also reported having small air bubbles in the reservoir and tubing. It was stated that the insulin pump was not rewound with a reservoir in place. She was instructed to disconnect at the quick release and prime until air bubbles are no longer visible. During the fill cannula, a no delivery alarm occurred. She mentioned that the customer was hospitalized on (B)(6) 2014 with high blood glucose. She stated that the customer is lean and has had some bent cannulas. Samples of a different infusion set type were sent. The product will be returned for analysis.